Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product would be returning to zimmer biomet. Once the product is returned and the investigation, a follow up/final report will be submitted.

Event description:
Dermatome an handpiece was not taking complete grafts. The event occurred during surgery. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On july 20, 2018, it was reported that the device isn't taking complete grafts. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. Product review of the dermatome an on august 6, 2018 revealed that the calibration was within specifications. The motor speed was within specifications and the control bar was in the correct position. The width plate screw was missing. The customer hose and width plates were not returned for evaluation. Repair of the dermatome an was performed by zimmer biomet surgical on august 6, 2018 which included replacement of the bearings, damaged head, and width plate screw. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per. The reported event was confirmed since during product review the width plate screw was missing. There is only one width plate screw which connects the width plate to the device. Without the width plate being screwed down, the plate would not be secured and have the proper position to produce a complete mesh. The cause of the device producing incomplete meshes was due to the missing width plate screw. The root cause of the device producing incomplete meshes could not be determined with the provided information since it is unknown how the screw became missing. The issue was resolved with the replaced width plate screw. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.